Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
.Device 1 of 2. Reference MFR. Report#: 1627487-2015-23620. It was reported, the patient fell recently. As a result, the patient lost stimulation coverage. Diagnostic testing revealed high impedance readings. Subsequently, the patient underwent surgical intervention where the leads were explanted and replaced. During the procedure, the explanted leads were found to be fractured. It was also noted, the physician elected to explant and replace the patient's ipg with a different model to take advantage of newer technology. Follow-up information revealed the patient reported effective stimulation therapy postoperative.